Event description:
Medtronic literature review found a report of death, hemorrhagic conversion, midline shift >5 cm, malignant cerebral edema, re-occlusion, and discharge to hospice in association with solitaire thrombectomy utilizing the navien catheter. The time frame for this study was from august 2012 to august 2021. The purpose of this article was to examine the difference in post-operative functional status at discharge for patients treated with mechanical thrombectomy for an acute large vessel occlusion stroke based on the presence of a tandem carotid lesion. The authors reviewed 589 cases of patients (114 patients with tandem occlusions and 475 patients with isolated lesions) treated for large vessel occlusions using a solitaire stent in a mechanical thrombectomy. Of the 589 patients, the average age was 65 years, 279 were female and 310 were male. The article does not state any technical issues during use of the solitaire or navien catheter. In addition, the average modified rankin score (mrs) at discharge was 3.9 in the tandem occlusion group and 3.5 in the isolated intracranial group. The following intra- or post-procedural outcomes were noted: in hospital mortality in 56 patients hemorrhagic conversion in 18 patients midline shift >5 cm in 61 patients malignant cerebral edema in 39 patients re-occlusion in 7 patients discharge to hospice in 11 patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.